Manufacturer narrative:
The removed cpu pcba was returned to the product investigation lab (pil). The pil technician confirmed that the error, "check vent: backup alarm failed" (diagnostic code 1104), had occurred in the event log. The cpu pcba was tested and the failure was unconfirmed. Pil found that the unit in a no power/ hardware power fail state allowed the visual and audible back up alarm to operate for a period of 2 minutes. Both the visual and audible alarms operated without issue. This cpu pcba was verified to be functional with no error. It was determined that the complaint resulted in no problem found.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the backup alarm failed. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. A field service engineer (fse) then went onsite and confirmed the diagnostic code 1104 ¿check vent: backup alarm failed" in the event log. The fse then replaced the central processing unit (cpu) board to resolve the issue. The device passed required performance verification tests per philips standards and was returned to service.